Event description:
It was reported the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed. There was no pt consequence.

Manufacturer narrative:
Tracking #.46120. Date sent: 11/10/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd visual examination and functional test, it was concluded that the reported "device jammed" during surgery occurred due to an inverted staple jammed in the nose. The inverted staple was removed and the device fired the remaining 19 staples well formed. No conclusion could be reached as to how the staple had become inverted in the nose.